Event description:
It was reported that during a follow-up, physician observed the av and rv lead exhibiting noise. Provocative tests were done on the patient without causing noise. Lead remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.